Manufacturer narrative:
A follow-up report will be submitted when the investigation is complete. (B)(4).

Event description:
The default display protocols (ddps) were set up so that the default ddps did not appear correctly. The customer read the incorrect image as being historic and sent the info to the ER. The ER surgeon caught the error and advised the technician that the wrong image was sent. There was no reported pt injury associated with this event.